Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath and chest pain. Patient also experienced a fall, and fell onto their chest. Atrial undersensing on episodes noted, and possible mode switching with early termination of atrial tachycardia (at) /atrial fibrillation (af) episode collection. An atrial lead position check failure was noted with all therapies disabled. An alert for out of range impedance was also noted. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.